Event description:
According to the reporter: intra-operatively in a gastric bypass, the device suture broke off into the anastomosis, the decided to leave the suture instead of reopening the bowel of the patient.